Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in the secondary vector. This occurred when the patient was working out, and they were later admitted to the hospital. Review of the episode noted t-wave oversensing and changes in amplitude morphology measurements. The sensing vector could not be changed as the patient had previous inappropriate therapy in 2023 in the primary vector, but the smart pass feature was adjusted accordingly. The s-ICD remains in service and no additional adverse patient effects were reported.